Event description:
The customer stated that they rec'd a reading of 42mg/dl and was feeling dizzy and short of breath. They called the paramedics and they received a reading of 158mg/dl. A review of the system was conducted over the phone. During the review, it was identified that the pt was applying the blood specimen to the bottom of the strip instead of allowing the specimen to be "sipped" into the end of the strip. The customer was educated on the appropriate technique and rec'd in range test results with controls. The system functioned according to specs.